Manufacturer narrative:
The insulin pump was received with no button response at esc, act, up and down due to unlocked keypad connector during visual inspection. The pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, broken battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Event description:
The customer reported that the piece around top of the battery compartment was chipped off. Blood glucose level was 150 mg/dl at the time of the incident. The insulin pump will be returned for analysis.